Event description:
It was reported that a patient examination was performed due to slow atrial tachycardia appeared. Pericardial effusion was detected via echocardiography. It was noted that the right atrial (ra) lead placement site was the right atrial appendage, and a small amount of pericardial effusion accumulated gradually from there, possibly resulting in a slight increase in the slow atrial tachycardia. The ra lead was perforated in the right atrial appendage that physician suspected occurred during the implant procedure. Drainage was performed. The ra lead was later explanted and replaced. It was noted that during the ra lead replacement procedure, when the lead was turned to the counter clock, it immediately dislodged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.